Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third-party service center, an issue with the device's active exhalation control module was observed. The device's system board was replaced to address the issue.